Event description:
The customer reported false negative reactions of known d positive sample with the two anti-d reagents on erytype s abd+rev. A1, b. The customer has sent us the sample and the complained lots of erytype s. The sample was tested on the complained erytype s plate on tango in the quality control laboratory and reacted negatively with anti-d reagents. Additionally, the affected erytype s abd+rev a1b plates were tested with different rh(d) positive and rh(d) negative red cells: all positive and negative reactions were correct. The sample was also tested with different anti-d blood grouping reagents in the tube technique. The test results give an educated guess for weak d and not a normal expressed d antigen. Under point limitations there is a hint in the instruction for use that very weak expressions of the d antigen (d weak with very few receptors) will give weakened or negative reactions with the anti-d reagents on this strip. The sample will be sent to an external laboratory for molecular typing of the rh(d) factor.

Manufacturer narrative:
(B)(4).